Event description:
It was reported that the atrial lead exhibited an impedance measurement anomaly. The lead was capped and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).